Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this electrode was explanted and replaced due to the patient being a "twiddler" and had managed to manipulate the device around in the pocket to the point where the electrode had pulled back to nearly the pocket. Once the lead was out, the physician decided to replace it versus re-implanting in case the electrode was damaged during the explant. The hospital has possession of the electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted and replaced due to the patient being a "twiddler" and had managed to manipulate the device around in the pocket to the point where the electrode had pulled back to nearly the pocket. Once the lead was out, the physician decided to replace it versus re-implanting in case the electrode was damaged during the explant. The hospital has possession of the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this electrode was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.